Manufacturer narrative:
Continued e1 phone number: (B)(6). Continued e.1. Zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for the event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time reason for reoperation: seroma-late and rupture.

Event description:
Physician reported left side simple cysts, intracapsular rupture, periprosthetic liquid, pain. Device remains implanted.